Manufacturer narrative:
The reported events of high capture threshold and dislodgement were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the outer helix was within specification. Telemetry and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented with a leadless pacemaker (lp) that exhibited high capture thresholds. The suspected cause was micro-dislodgement. The lp was explanted and replaced. The patient was discharged following the procedure.